Event description:
It was reported that the left ventricular (lv) lead exhibited chronic high thresholds, and the right ventricular (rv) lead exhibited low impedances. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.